Event description:
Stent inserted into rca prox. Upon inflation, stent balloon would not inflate above 6 atms, upon pulling negative, there was blood in the inflation device. Attempted to remove the device, device not able to be removed normally. Md attempted to advance the guideliner and guide multiple time without success. At this point, while attempting to remove the device, the device failed/separated and a portion of the stent catheter was left in the pt's rca. Consult made with surgeon on call dr (B)(6). Pt was sent emergently to (B)(6) medical ctr for emergent surgery. Diagnosis or reason for use: pci of proximal rca.